Manufacturer narrative:
On (B)(6) 2021, leica biosystems melbourne received the following information from the quality manager, canterbury health laboratories: "...six of our staff members experienced symptoms of xylene intoxication and required sick leave, including two who spent a morning under observation in the emergency department..." Leica biosystems melbourne requested further details as to whether any medical treatment or medical intervention was required for any of the additional three (3) staff members impacted by the circumstances involved in this event per the updated information provided. An identifier, age or date of birth and gender for each of the three (3) additional staff members was also be requested. On (B)(6) 2021, leica biosystems melbourne received the following information from the quality manager, canterbury health laboratories: "I can confirm that the other staff members who required sick leave did not need to visit the emergency department nor did they seek medical treatment, apart from self-medication for headache symptoms."

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: the "factory 12hr xylene standard" protocol comprising 179 cassettes was started in retort b at 17:50pm on (B)(6) 2021 and completed at 06:29am on (B)(6) 2021, with the reagent from bottle 14 (xylene) used for the first clearing step (step 8) of this protocol. No event code(s) was recorded during execution of this protocol. At 15:15pm on (B)(6) 2021, the station properties for bottle 14 (xylene) were reset, indicating that the reagent in this bottle had been replaced. There was no evidence of any use error(s) when replacing this reagent. The properties of the reagent in bottle 14 prior to these user actions were: xylene concentration=67.5%, cycles=27, cassettes = 4275, days=36. There was no evidence of any use error(s) when replacing this reagent. Event code "137", together with the following associated information: "insufficient reagent check reagent bottle during density check", was recorded on two (2) occasions during execution of each of the following protocols: the "factory 12hr xylene standard" protocol started in retort a at 17:38pm on (B)(6) 2021; the "factory 12hr xylene standard" protocol started in retort a at 17:38pm on (B)(6) 2021; and the "factory 12hr xylene standard" protocol started in retort b at 17:48pm on (B)(6) 2021. Bottle 13 (xylene) was substituted for use in step 10 of each of these protocols, per the prescribed software workflow. Event code "137" indicates that there is not enough reagent in a bottle for a density check to be carried out. At 14:59pm on (B)(6) 2021, the station properties for bottle 14 (xylene) were reset, indicating that the reagent in this bottle had been replaced. There was no evidence of any use error(s) when replacing this reagent. The properties of the reagent in bottle 14 prior to these user actions were: xylene, concentration=98.9%, cycles=4, cassettes = 852, days=1. There was no evidence of any use error(s) when replacing this reagent. Investigation of this complaint found that the instrument did not function as designed during execution of the four (4) protocols, which completed between (B)(6) 2021. The instrument was returned to specification by installing a new circlip onto the bottle 14 coupling and then re-connecting the bottle 14 connector to the reagent line, as confirmed by the absence of any leak(s) and satisfactory completion of the minimum verification tests. The root cause for evacuation of the laboratory and the user impact reported by the complainant was leakage of xylene from bottle 14, which occurred between (B)(6) 2021. The root cause of the leakage of xylene from bottle 14 as shown by the generation of event code "137" during execution of step 10 of each of the "factory 12hr xylene standard" protocol started on (B)(6) 2021, which indicates that there was insufficient reagent in a bottle for a density check to be carried out, was the bottle connector being detached from the reagent line for this bottle, due to a loose circlip. The root cause of the loose circlip could not be determined from the information available.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number (B)(4) and the following information was documented: "xylene flooded from the instrument causing lab to be evacuated." The local leica senior field service engineer (sfse) documented the following details in relation to the circumstances involved in this complaint: "they had an error pop up, she thinks it was 137, and discovered one of the xylene bottles was empty. Nothing was in the retort and the protocol completed fine without tissue damage etc. They first thought that the bottle had not been filled as they had a lab shortage of xylene. They refilled the bottle and ran the instrument again and once again the bottle emptied itself of it's contents. It was then discovered that all of the xylene was in the drip tray under the instrument and overflowing from it. The sfse further documented that: "the customer has said it looks like the bottle connector has come away from the instrument and comes out with the bottle." On 04 may 2021, a leica biosystems field service engineer (fse) visited the laboratory in order to investigate the circumstances involved in this complaint. The fse documented the following observations: "bottle 14 leaking xylene in dip [sic] tray causing the lab to be evacuated. Upon instrument inspection, bottle 14 reagent line circlip was found disconnected causing the bottle coupling to be stuck on the bottle when it was removed and the reagent tube to be loose in the back dispensing the xylene in the dip [sic] tray. The fse resolved the issue by installing a new circlip onto bottle 14 coupling and then re-connecting the reagent tube; and installing new circlips on bottles 6 and 7. The fse performed fill and drain cycles in retort a for bottles 6, 7 and 14, which completed satisfactorily with no leaks, performed minimum verification tests, for which all results were satisfactory. The fse also documented that the event occurred during two (2) overnight runs executed using the "factory 12 hr xylene standard" protocol with the start/end time and date detailed as "(B)(6) 2021 both at 1:34am", which had been executed in "retort b for friday, retort a for thursday", and the number of cassettes detailed as: "friday 106, thursday 170." On (B)(6) 2021, leica biosystems (B)(6) received the following information from the local leica senior field service engineer, which had been provided by the head of department at (B)(6) hospital: "because they didn't know how to properly deal with this the lab was evacuated for several hours this morning whilst a commercial company was brought in to do the clean up. A couple of the lab staff who were dealing with the initial problem have been taken out of the lab for check up for xylene exposure. I believe at this stage they are ok though." The local leica senior field service engineer also documented the following in relation to the impact of the circumstances reported by the complainant on patient tissue samples: "nothing was in the retort and the protocol completed fine without patient sample tissue damage etc." On 07 may 2021, leica biosystems (B)(6) received information that due to the circumstances involved in this event, two (2) staff members had attended the emergency dept. And one (1) additional staff member had been recommended to attend the emergency dept. But had declined; no staff member required medical treatment and confirmation that the laboratory was not operational for a period of time when laboratory staff were evacuated while a commercial company carried out clean-up of the xylene. On 07 june 2021, the local leica sales and product application specialist received an identifier, age and gender for each of the three (3) laboratory staff members, who either attended the emergency department (2 persons) or were advised to attend the emergency department but declined (1 person) from the complainant. Refer to MFR. Report #8020030-2021-00065, and #8020030-2021-00066 for specific details of the laboratory staff members involved. On 08 june 2021, leica biosystems (B)(4) received the following information from the complainant: "please note, the first protocol we believe caused the xylene to expel into the drip tray was commenced on tuesday 25/6, not wednesday 26/6. Error 137 was seen on wed, thurs and fri but bottle 14 was not determined to be empty/refilled until thursday." On 17 june 2021, the complainant confirmed to leica biosystems (B)(4) that the first protocol causing xylene to be expelled into the drip tray was the "factory 12hr xylene standard" protocol, which started in retort a at 17:38pm on tuesday (B)(6) 2021 and completed at 06:29am on wednesday (B)(6) 2021. Refer to MFR. Report #8020030-2021-00056 for details of the instrument involved.